Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 568 mg/dl at the time of the incident. Customer feel nausea due to high blood glucose level. Customer was treated with bolus and insulin shots. Customer stated that there was a leak at reservoir and retainer ring was missing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode smart guard feature was active at time of high blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring: black. Customer returned pump for alleged cosmetic damage and moisture damage causing high bg's found on 11/05/2021. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Test p-cap locks properly into the reservoir compartment. The electronic assemblies and motor assemblies were inspected, and dried insulin was found on the motor contact. The following were noted during visual inspection: pillowing keypad overlay. In summary, pump passed required testing, however dried insulin was found on the motor contact. Customer allegation for cosmetic damage was confirmed during visual inspection where pillowing keypad overlay was noted. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.